Event description:
It was reported that an ilet user experienced prolonged high glucose with a fingerstick value of 418 mg/dl. A device alert for insulin occlusion, with insulin dosing halted for about four hours; the user, who is on blood thinners, noted bleeding at the infusion site and resolved the issue only after multiple supply changes, with reported lot numbers for the cartridge kit, inset, and connectors. The user tested negative for ketones. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available, insufficient information regarding a device problem, and insufficient information regarding a device component, although an occlusion alert was reported and glucose levels trended down after supply changes. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established.